Manufacturer narrative:
Concomitant product: unknown absorbatack (lot# unknown), unknown protack (lot# unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an in fraumbilical incisional hernia. It was reported that after implant, the patient experienced recurrence, bulge, pain, mesh pulled away, small bowel necrotic and gangrenous, weakness of fascia, and tenderness. Post-operative patient treatment included revision surgery, hernia repair with new mesh, excised sac, small bowel resection with anastamosis, lysis of adhesions, placement of drains, and mesh removal.